Event description:
The subject lead is associated to a connection issue of an unspecified pacemaker, in which intermittent pacing was reported.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us.. FDA issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Since the device was not returned, no device eval was performed. No comment can be made about the cause of the reported problem.